Event description:
It was reported that the device exhibited oversensing of noise which was detected as ventricular fibrillation. There were no reported adverse consequences to the patient. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.e3 hospital personnel